Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported an (B)(6) female patient was receiving catecholamine therapy and was suddenly hemodynamically unstable. During a check of the 3-way stopcock, a crack was noted. No lipid containing medication was administered. It took a few minutes until the patient was stabilized. No additional information is available since the hospital does not know in which department the incident occurred.